Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins). Hcp said the patient's battery is dead. They think it depleted normally, but they really don't know since they don't have any patient information. They further said the ins didn't work after a previous MRI. The caller does not know managing hcp information. No patient symptoms and no further complications have been reported as a result of this event.